Manufacturer narrative:
The handpiece and tip are currently being evaluated in-house. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported observing a mild reaction in the pt's anterior chamber on one day post-op following a cataract extraction with intraocular lens implant surgery. In a f/u, the doctor reported that she was unaware the phaco tips were labeled as single-use. A completed questionnaire returned by the surgeon indicated that the phaco tip was used in the event had been reused following a flushing and autoclaving. There was no unplanned medical or surgical intervention required. The pt outcome is reported as good.